Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had a knee replacement surgery on (B)(6) 2024 and when they came home that day they were confined to a recliner and they were sliding in and out to try and get up to move. Patient said that probably a week or so after the surgery they noticed that their implant had moved a good 3 inches up from where it used to be. Patient said ins was not working now and they were wearing depends. Patient said they did try to make an adjustment and could feel a tingling. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient said they have an appointment scheduled with hcp.